Event description:
A review of service data detected a reportable problem. During servicing, the response buttons on monitor (B)(4) were not working. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval the monitor's front and rear response buttons were not functional. The cause for the failures was likely due to defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.